Event description:
Customer reported no spo2 readings from the dpm 7 monitor. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and resoldered the unit's front panel connectors. Unit was calibrated and safety tested to factory specifications.